Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. Review of the event history log (ehl) showed a medium alarm displayed and pump settings and patient data lost. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to an uncharged coin battery. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump did not save the settings. During physical inspection, it was found that there was a detached downstream occlusion seal. There was no patient involvement, and no patient injury was reported.